Event description:
It was reported during a minimal invasive discectomy procedure an unidentified object fell out of the flex arm. It was confirmed that the object did not fall into pt. It was believed the object was dried blood, but when tested it was determined not to be. Another flex arm was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.